Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported that he product failed to prime. After re-priming the product, the aspiration failure occurred during phacoemulsification. The problem was resoled after replacing all the tubes and cassette with new ones. The surgery was completed with no harm to the patient.